Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge while the customer was riding a bike. There was no impact to the customer's blood glucose level. The customer successfully loaded a new cartridge to address the issue and resumed insulin delivery.